Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer questioned results for 2 patient samples tested for ise indirect na, k, ci for gen.2 on a cobas 6000 c (501) module. Based on the data provided, the na results for both patients are a reportable malfunction. Patient 1 initial na result was 141.9 mmol/l with an ise.n (ise noise error) alarm on the c501 module. The customer repeated the sample due to the data flag and the na result was 107.6 mmol/l with a different data flag on the c501 module. Patient 2 initial na result was 95.7 mmol/l with a data flag on the c501 module. The customer repeated the sample due to the data flag and the na result was 107.6 mmol/l with the same data flag on the c501 module. The repeat results for both patients were reported outside of the laboratory where the doctor questioned them. Both patient samples were repeated on a different c501 module where the na result for patient 1 was 138 mmol/l and the repeat for patient 2 was 136 mmol/l. There was no allegation that an adverse event occurred. The na electrode lot number and expiration date was not provided. The ise.n alarm that occurred with the initial result for patient 1 is caused by a variety of issues. The investigation did not identify a product problem. The cause of the event could not be determined.